Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg is inoperable due to the patient not successfully recharging the device. Surgical intervention may be pending to address this situation.